Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturing representative about a patient with an implantable neurostimulator (ins) for unknown I indications for use. It was reported that the patient was implanted with their ins in 2018. Their ins seems to shut itself down in an uncontrolled way. In order to confirm the issue, the patient gave their programmer to their hcp to ensure that it was not an improper use issue with the programmer. Despite this, the patient's ins turned off 3 days after without the battery draining to empty. There were no symptoms reported. No further complications were reported or anticipated. Additional information was received from a hcp. Device information was received. It was stated that this issue began occurring in (B)(6) 2019. The patient's programmer and recharger were checked and there was no problem noticed. The cause of the issue was not determined, and no further action is planned at this time. Additional information was received from a the hcp. It was reported that the cause of the issue was not yet determined. Some ins data showed that the ins turned off and on several times. The hcp completed the trial of having the patient go 10 days without their programmer, and afterwards the ins was found to be off. The hcp did not collect the ins data for this trail though, so they are going to do it again.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.